Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, after sensor deployment, while pulling the plunger up to retract the needle, the needle broke and remained in the plastic tube. No additional event or patient information is available.